Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.

Event description:
The lay user/patient contacted lifescan in 06/06, and alleged that he was not able to test on his one touch ultrasmart meter due to apply sample message. The pt was not able to test on the reported meter in the morning of 06/09/06. He took his set amount of 1 tablet of glipizide without being able to obtain a result on the meter. He kept getting the apply sample icon on the display. At 10:30 am, the pt was feeling shaky and attempted to test on the meter. However, he was not able to obtain a result. He went to his dr and was tested on the dr's meter with a result of 212 mg/dl. The pt denied receiving any treatment from the dr. At the time of troubleshooting, the pt's testing technique was reviewed and it was discovered that it was incorrect (use error). However, it was also determined that the test strip was not drawing the sample into the test strip area. The pt was asked to retest with a new strip and correct technique, but the issue was not resolved. This complaint is reported because the product issue was not resolved with troubleshooting and the pt could not test while he felt shaky, which could suggest he was hypoglycemic. It is not clear that the pt's blood glucose was truly low as the blood glucose was 212 mg/dl on the physician's meter and he took no treatment from the physician or himeself. A replacement meter, control solution, and test strips were sent to the lay user/pt.